Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item # smi-02ap, serial#: (B)(4), that occurred (B)(6) 2019 at the (B)(6), during a rotator cuff repair involving a (B)(6)-year old female patient. It was reported only that the jaw broke while grasping the rotator cuff. It is marked that there was no impact or injury to the patient and the procedure was successfully completed with no delay by using other equipment / an alternate device. Additional information received indicated the lower part of the jaw broke off the spectrum autopass suture passer but did not fall into the patient. No other clarification was made available. This report is being raised on the basis of malfunction with potential for injury upon re-occurrence due to previous filings for similar incidents.

Manufacturer narrative:
The customer's reported complaint that the smi-02ap broke is confirmed. The returned used device, smi-02ap was evaluated per design prints and confirms the reported problem. It was found that the lower jaw is broken. The device failed functional tests. As this is a purchased finished device, a DHR could not be conducted. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. The service history was reviewed, and no prior data was found. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 68 complaints, regarding 69 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0. 002. As this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to, prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.